Event description:
Vns pt developed an infection and subsequently underwent and I & d. It was also reported that the pt has developed edema at the generator site, but that the infection has been resolved. Surgeon believes that the edema will absorb over time. Investigation to date has been unable to determine the cause of the reported infection. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.